Event description:
It was reported that the patient presented in clinic for a check. Upon review, the implantable cardioverter defibrillator exhibited far field r wave over-sensing and inappropriate mode switch episodes. Programming changes were made on the device. No patient consequences.